Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, return of the balloon catheter may have aided the investigation. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. However, since there was no report of any leaks noted during preparation for use and the catheter was initially pressurized multiple times without incident, this indicates that the balloon was not damaged prior to the procedure. The lesion was also characterized as mildly tortuous and moderately calcified, which likely contributed to the reported difficulty. The balloon material likely became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured during the fourth inflation. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. Based on the information received, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported for a balloon rupture from this lot.

Event description:
It was reported that during pre-dilatation in the moderately calcified right coronary artery, the rx trek balloon was inflated 3 times at 10 atmospheres, (atm), 8 atm, and 10 atm. During the fourth inflation, the balloon ruptured at 12 atm. The catheter was removed from the anatomy and two xience v stents were deployed successfully. Post dilatation was successfully performed using a voyager nc dilatation catheter. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information was provided.